Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right common iliac artery. A 014 and 035 non-bsc guide wire were advanced and cross the lesion. Then intravascular ultrasound (ivus) was performed. Pre-dilatation was performed using coyote balloon catheter, a 4mm mustang balloon catheter and a 6.0x40, 75cm mustang¿ balloon catheter. The 6.0x40, 75cm mustang¿ balloon catheter was initially inflated at 10 atmospheres. However, on the second inflation at 8 atmospheres, the balloon ruptured. The device was simply pulled out from the patient's body completely. The procedure was completed using a 6x20 mustang balloon catheter. No patient complications were reported and the patient's status was good.